Event description:
It was reported that this implantable device suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: a good faith effort was submitted to obtain product return; however, no response was provided. Should additional information become available, a supplemental report will be provided.